Event description:
Surgeon reported that approximately 8 months post implant, the pt was admitted with shortness of breath. Echocardiogram revealed obstruction of the disc. Upon reoperation, extensive thrombus was noted; extending beneath the valve through the anterior orifice about .5 cm into the sinotubular junction. It was densely adhered to the under surface of the valve and native left ventricular outflow tract. During removal from bypass, the pt experienced cardiac events. Transesophageal echocardiography revealed normal prosthetic valve function. It was determined that she was experiencing a major allergic reaction to protamine. The pt later expired. No product was returned.